Event description:
On (B)(6) 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure. During the procedure, the physician noted that one device did not properly deploy the implant. Investigation of the returned device on (B)(6) 2022 revealed that 1mm of the needle was missing and unaccounted for. The physician was notified of the investigation and the response is still pending. However, there was no patient harm or injury reported at the time of the procedure.